Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the articles were broken in situ during the operation. All of the broken parts were retrieved from the patient and retained from the outer tubing, which is required to be used with this equipment. No reported patient harm. This report is for an unknown reamer head related to this event. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4).. Catalog (part) number ¿ lot number ¿ expiry date. Device received by manufacturer for review/investigation on january 20, 2015. Sterilized part manufactured on april 17, 2014. The non-sterile version of the same part was manufactured on september 18, 2013. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing site: (B)(6) - manufacturing date: april 17, 2014 - expiry date: april 1, 2024. Us lot number provided (B)(4) after the sterilization. This complaint is not related to the sterilization and therefore no device history record (DHR) review for the sterilization/packaging process is needed. Mark two engineering, (B)(4). Manufactured the 12mm reamer head for ria, part 352.250, and lot 7443231. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(6) 2013, and to synthes final inspection sheet. The parts were released to the warehouse on (B)(6) 2013. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 12.0 mm reamer head - sterile for reamer, irrigator, aspirator (ria).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device. The subject device was returned with the tip of the reamer broken off between the shaft and the reamer head. The reamer is also stuck into the drive shaft. The manufacturing review shows that the production procedure of both instruments was in accordance to the specifications and there were no issues that would contribute to this complaint condition. The exact cause of this complaint could not be determined. Due to signs of wear and tear it is probable that this product was used often and intensively. The bad condition of the device in combination with an application of high mechanical force during the surgery could finally lead to the complained issue. The microscopic analysis of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications and the devices can only be disassembled by destruction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. This report is for one unknown reamer head related to this event. Device is an instrument and is not implanted/explanted. Device is expected to be returned to the manufacturer for review/investigation. Unknown as accurate part and lot numbers are not available for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.